Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported foreign matter was found "in the metallic part" of a bd eclipse¿ needle prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: sample and picture provided. It is possible to identify polymerized silicone. Based on the sample evaluation, bd confirms the foreign matter defect. The cause for the defect is related to the silicone application process, during assembly, due to cleaning failure between batch exchanges. The batch was manufacturing during august 04th 2017 to august 07th 2017. The inspections carried out on the machine were checked and no records of this defect were found in the batch history. The inspections during assembly manufacture process in agmo machine were done and not records of this deviation were found in the system for this batch. Qn/ maintenance review: there are no quality notification (qn), only maintenance report records, which could lead to this issue for the batches involved in this complaint. Investigation conclusion: confirmed: bd confirm/ reproduce the incident in question foreign matter. Bd confirms the foreign matter defect. The root cause of this defect is related with polymerized silicon, caused by the cleanup process during change of batches.